Event description:
It was reported that the stent separated from the sds after multiple attempts were made to position the stent in an "om" lesion, that was extremely difficult to access and cross; the stent had also been withdrawn more than one time into the guiding catheter (contrary to IFU). The stent was snared from the circumflex artery, but it was bent and unable to be withdrawn into the femoral sheath. As a result, the stent was left behind in the femoral artery. The pt was sent for CABG because the lesion had not been treated, and a surgical femoral cutdown was performed to remove the stent from the femoral artery.